Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Downstream occlusion (dso) seal is peeled off, and battery compartment is broken was noted. Functional testing was performed. Resolution of the reported issue was not confirmed by the technician, and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was peeled off, and battery compartment is broken. There was no patient involvement and no harm/adverse event reported.